Event description:
This child was admitted for a ventricular peritoneal shunt removal. X-rays done outside of facility showed the shunt tubing to be broken in the neck. The original surgery was not done at our facility and the removed shunt was not saved. The surgeon felt it was not uncommon for these shunts to break as they are stressed as children grow, and felt it could have been expected. Surgery for shunt removal was done 12/23/94.